Event description:
A confirmed positive advia centaur cp (B)(6) result was obtained on a patient sample and questioned by the physician. The customer preformed repeat testing of the same patient sample and the result was confirmed positive. The patient sample was sent to an alternate laboratory for confirmation testing and the result was non reactive. A corrected report was provided to the physician. There was no known report of patient treatment being altered or adverse health consequences due to the initially confirmed (B)(6) advia centaur cp hbsag assay result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse performed monthly maintenance cleaning and system decontamination. There were no mechanical issues found that may have contributed to the confirmed positive result. The customer quality control result were within acceptable limits. No conclusion can be drawn. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The instrument is performing within specifications.